Event description:
Steris was advised by (B) (6) that an employee was treated for breathing difficulty after opening the lid on a system 1 processor, and being exposed to sterilant use dilution that leaked from the processor during a processing cycle. She received a breathing treatment in the facility's emergency room and returned to work. The employee is currently on a steroid inhaler, but has missed no time from work.

Manufacturer narrative:
The hospital's biomedical department repaired the system 1 sterilizer. No further problems have been reported with the unit since the repair. According to the hospital, all employees have been trained on the use of system 1, including the procedures and precautions contained in the system 1 operator manual for spillage of steris 20 use dilution. These instructions require the use of appropriate personal protective equipment (ppe) and recommend increasing ventilation to the area to lessen the odor of peracetic acid. The employee did not increase ventilation to the area before opening the lid on the system 1 processor. The system 1 operator manual and material safety data sheet, provided with each shipment of sterilant, instruct operators on the proper precautions and practices to be employed when working with spillage of steris 20 use dilution. The steris account manager conducted a refresher in-service training on december 9, 2008.

Event description:
The user facility reported the employee is fine and has no sustaining injuries.